Event description:
Same as MFR # 2134265-2009-06084. Reportable based on product analysis completed on (B)(6) 2009. It was reported that during a percutaneous coronary intervention (pci) procedure noise was heard and inflation difficulty was noted. The lesion location and characteristics are unk. The physician heard noise from the boston scientific/encore/advantage inflation device and felt a resistance on the 2nd inflation when the pressure reached to about 10 atms. The pressure would not rise above 10 atms. Therefore, the physician replaced the encore26 inflation device with another and completed the procedure successfully. There were no complications or injuries reported. The pt status was listed as 'good.' Returned product analysis revealed the gauge was skipping.

Manufacturer narrative:
Visual and functional testing were performed. It was noted that the gauge needle was skipping and failed the gauge accuracy test. An inflation difficulty was noted as the plunger was difficult to rotate. However, the device was capable of inflation up to 26 atms. The device passed vacuum, pressure dumping and the leak test. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is design as interference fit between the locknut and plunger may have contributed to this complaint. (B)(4).